Event description:
The customer received questionable thyrotropin (tsh) and prostate- specific antigen (psa) results on their e411 disk analyzer for five patients. Of those five, three had discrepant results. All repeat testing was performed on the original analyzer on (B)(6) 2011. Based on data flags the customer was receiving, the customer inspected the sample probe and noticed it was not aligned properly. The customer thinks the sample probe may have crashed into the shield and was not entering samples. The first patient's initial tsh result was 0.024 uiu/ml accompanied by a data flag and it was reported outside the laboratory. The repeat result was 3.07 uiu/ml. The repeat result was considered correct and issued as a corrected report. The second patient, a (B)(6) female, had an initial tsh result of 0.031 uiu/ml accompanied by a data flag and was reported outside the laboratory. The repeat result was 2.60 uiu/ml. The repeat result was considered correct and issued as a corrected report. The third patient, a female, had an initial tsh result of 0.03 uiu/ml, which was not reported outside the laboratory. The repeat result was 2-3 uiu/ml. It is unknown if the patients were adversely affected by this event. Corrected reports were called to the patients' physicians who did not mention changing medications. The tsh reagent lot number was 16397302 and the expiration date was 02/29/2012. The field service representative found a damaged cover to the m assembly. He replaced the damaged cover to the m assembly. He verified proper m assembly cover alignment over the sample tube.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.